Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction is also being made to b5 to include information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation for the 4k camera head was confirmed. The reported issue, e224 error code being displayed occurred and an image was not displayed because the cable unit malfunctioned due to the excessive force applied to the subject device by a user. Olympus will continue to monitor field performance for this device.

Event description:
The service center was informed that the 4k camera head was dropped and then presented error code e224 during an unspecified therapeutic procedure.

Manufacturer narrative:
The subject device was returned to the service center for evaluation. Upon inspection and testing, the reported "dropped and keeps getting an e224 error message" was confirmed as the image does not appear and gets an error e224 due to a defective cable unit. Additionally there is a crack on the focus ring and the rear cover label is fading/illegible. The device was repaired and returned to customer. A review of the device's repair history shows no previous repair records. Purchased on january 18, 2017.the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that the 4k camera head reportedly was during an unspecified therapeutic procedure. No patient injury was reported.